Event description:
It was reported the device fails ventricular sensitivity test, results out of tolerance. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4)-analysis could not confirm the customer comment. Analysis did find that the upper/lower cases, ring cover, battery drawer, and side bail covers were broken. The ring was bent and the side bails were missing.